Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported a ventilator that would not turn on due to a failed battery. This event did not occur during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021 h11: b5: it was reported to philips that the device was unable to turn on. H10: when the field service engineer (fse) went onsite to implement the power management board's field change order, the customer told fse that the device had been removed from service. The philips field service engineer (fse) was unable to evaluate and confirm the reported issue. No evaluation and repair were performed to determine the root cause submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.